Event description:
Oxygen regulator attached to "h" cylinder. Cylinder valve opened and flowrate "click" adaptor blew out of regulator with extreme force. If a person had been in the line of fire from this device they would have been injured.